Event description:
Medtronic received information that prior to use of a bio-console base, it was reported that the batteries power was draining quickly. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the batteries were draining very fast when the instrument was removed from the power source. The customer reported that they had the device running and removed from a power source for only around 5 minutes before the alert populated. The customer did not state why battery power was used.

Manufacturer narrative:
Device evaluation summary: the reported batteries power were draining quickly was verified during service. The issue was resolved by replacing the batteries (x 2). Preventive maintenance was performed per specifications. Note: instrument was serviced by a field service technician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was confirmed for the bio-console instrument's batteries failing. The issue was verified during service and resolved by replacing the two batteries. The batteries are expected to perform for up to three years from the date of battery manufacture. A review of complaint and service records associated with this instrument found other instances of battery replacement within three years. The batteries did not meet their life cycle requirements. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.